Event description:
It was reported that the patient received 11 inappropriate shocks. There was oversensing and noise with a possible fracture. Part of the lead was removed and a new lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.